Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the position of the cursor did not coincide with the position of the test lead. The test leads were calibrated and a function test was performed. The device passed the function test. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the position of the programmer cursor did not coincide with the position of the test lead. The programmer was returned for service. There was no patient involvement.